Event description:
It was reported the patient presented with a right ventricular lead that exhibited an unspecified problem. The lead was capped and replaced on (B)(6) 2023. The patient condition was unknown. No further information was reported on this event.